Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 a wrap up overview indicated that the device's base rate parameter was changed to (B)(6) bpm. Today at clinic the device base rate was at (B)(6) bpm and the session record indicated that a last telemetry session was also performed on the same date (B)(6) 2016. The session from (B)(6) could not be located as another programmer was used to complete that check. It was not clear if the timestamps from the printed wrap up overview and the telemetry logs matched up or if there may have been a secondary interrogation on (B)(6) 2016. The patient's device was programmed back to (B)(6) bpm. The patient was asymptomatic throughout the check.